Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the returned meter on the label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. Upon insertion of in-house contour next test strips with the returned meter, the meter gave e84 error message, indicative of software error. The logbook and error logbook were empty. The unit of measurement changed from mmol/l to mg/dl. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.

Event description:
An advocate from slovenia called on behalf of his daughter to report that their contour next link 2.4 meter had only english and spanish languages as available options to be selected from the meter. Additionally, the units of measurement changed from mmol/l to mg/dl. The customer was able to perform blood glucose testing with the meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.